Event description:
It was reported that the patient received inappropriate shock. Review of the egms revealed noise, indicative of a lead anomaly. The lead remains implanted. A possible lead fracture is suspected.